Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had high blood glucose level of 400 mg/dl. It was also reported that insulin pump did not received alert for high blood glucose nor did deep. The insulin pump will not be returned for analysis.